Event description:
The customer reported via phone call that the insulin pump alarmed motor error while rewinding. The customer was able to complete the rewind sequence. The customer's blood glucose level was 88 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery due to corroded motor home switch. Moisture damage found on electronics and also minor scratched display window.